Event description:
Same case as MDR ID: 2134265-2015-00490 and 2134265-2015-00491. (B)(6) clinical study. It was reported that angina and stent thrombosis occurred. In (B)(6) 2012, the patient presented with unstable angina. Subsequently, the coronary angiography and the index procedure were performed. The target lesion was a de novo lesion located in the ramus with 99% stenosis and was 30 mm long with a reference vessel diameter of 3.00 mm. The lesion was treated with pre-dilatation and placement of 2.50 x 24 mm and 2.5 x 16 mm promus element¿ plus stents. Following post-dilatation, residual stenosis was 0%. Target lesion #2 was a de novo lesion located in the proximal left circumflex (lcx) with 95% stenosis and was 12 mm long with a reference vessel diameter of 2.5 mm. The lesion was treated with pre-dilatation and placement of a 2.25 x 16 mm promus element¿ plus stent. Following post-dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient presented due to angina and patient was hospitalized on the same day. Patient's coronary angiography revealed 80% stent thrombosis of the study stent in proximal lcx, jailing of the lcx and 99% stent thrombosis of the study stents in ramus intermedius. The physician treated the 80% stenosed lcx with balloon angioplasty, resulting to 50% residual stenosis. In addition, the 99% stenosis in proximal left anterior descending artery was treated with balloon angioplasty and placement of 2.5 x 28 mm and 2.5 x 12 mm non-bsc stent, resulting to 0% residual stenosis. One day post procedure, the event was considered as resolved and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that following placement of 2.5 x 28 mm and 2.5 x 12 mm non-bsc stents in proximal left anterior descending (lad) artery, jailing of the proximal left circumflex (lcx) was noted which was also treated with balloon angioplasty.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that it was an in-stent restenosis (isr) of the previously placed study stents in proximal left circumflex (lcx) and ramus, and not stent thrombosis as previously reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2015, the target vessel revascularization following in-stent restenosis of the 2.50x24mm and 2.5x16mm promus element plus stents was performed in the ramus artery and not in the proximal left anterior descending artery (lad) as previously reported.